Manufacturer narrative:
The device was returned for evaluation. Initial observation shows the tip of the instrument to be splayed. Additional information provided that the surgeon had difficulty disengaging the fork from the implant. If there was excessive force when attempting to disengage, it's possible for the fork to be damaged in the manner exhibited; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that during a procedure an inserter fork met resistance and then a dural tear was observed and fixed intraoperatively.